Event description:
After purchasing new contact lens I placed one new moist lens in left eye. I felt an uncomfortable (pain) soon after placing in eye. Rewet with rewetting solution & replaced. Continued to be painful with discharge, redness. The pain was gone when I removed the contact. Two days later I left contacts out. I woke with pain in my left eye, discharge, redness, edema & sensitivity to light. Visited my eye doctor. Progressively got worse, within one week I had blurred vision & within two weeks my vision in left eye was 20/400. Continued with tx. With medication change four months later. Scheduled for corneal transplant.